Manufacturer narrative:
A partial lead with the pin measuring 25.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14873. It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular lead impedance was low and their atrial impedance was high. The patient mentioned feeling dizzy. The physician explanted and replaced both leads. The patient was stable throughout.